Event description:
It was reported that prior to the lead implant, "wrinkles" were seen in the insulation near the connector pin. The lead was implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.